Manufacturer narrative:
The lot was manufactured from october 12, 2020 - october 13, 2020. The device was received for evaluation. Visual inspection along with magnification was performed with the fill port cap removed which observed a loose particle matter inside the fill port connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found within the fill port of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The pm was discovered prior to patient use of the device. There was no patient involvement. No additional information is available.